Event description:
Reported due to device break. Physician attempted arteriotomy closure with a closer s device following an "aortic byfem" interventional procedure. The device was inserted into "very scarred tissue" and the physician commented that he should "not use the perclose device for this situation," although he had successfully used a perclose device on this pt one week before the event. The location of the device in the common femoral artery was confirmed by angiography. The device was deployed and the plunger was removed but no suture was present. The foot was parked and the physician attempted to remove the device. The device could not be removed. The physician is very familiar with the device and attempted to remove the device for approx thirty minutes before the pt was taken to surgery. The surgeon performed a cut down to remove the device. It is reported that the "catheter separated from the internal guide." The physician said that "tugging of the device" could have caused this. The arteriotomy was sugrically closed and the pt was discharged home the following day. Although requested, no additional info was provided.